Manufacturer narrative:
H11: after investigation: this is discovered to be a duplicate case. All additional/updated information will be submitted under MFR# 1038671-2023-01400.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: optetrak logic tibial tray-cat#02-012-45-4050, sn (B)(6). Optetrak logic femoral component-cat#02-010-03-0240, sn (B)(6). Optetrak 3 peg patella-cat#200-02-41, sn (B)(6). These devices are used for treatment not diagnosis. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had bilateral total knee arthroplasty on (B)(6) 2021 and then approximately 2 years, 3 months later experienced a left knee revision surgery to replace the tibial insert. Operation report of (B)(6) 2023 -clear joint fluid was taken for microbiological analysis. A subtotal synovectomy was performed of the hypertrophied synovial tissue and specimens sent for histopathological analysis. The tibiofemoral polyethylene was removed and following extensive lavage of the joint a new 9 mm size 4 optetrak cr insert was applied. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No other information is available.